Event description:
It was reported that high thresholds were seen. Followup is in progress to determine which lead or if both leads have high thresholds. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).